Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl. The customer reported that they took off the insulin pump on yesterday. Customer was also reported that the only up and middle button but the image was stuck. Customer reported that the time clock does not advance. Customer also stated that the screen was not completely blank and alarm occurred after the time that the buttons were not responding. Insert battery alarm did not appear on insulin pump screen. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify frozen screen anomaly and keypad unresponsive/button error alarm anomaly due to critical pump error (open book image) alarm. Peeled off keypad overlay and no damage noted on keypad traces.